Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09993. It was reported that the devices were kinked and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient¿s laa. A 30mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed, but required recapture. However, the closure device could not be fully recaptured into the was. The devices were kinked. The system was pulled into the left atrium to make additional attempts, but this was not successful. The was and wds were withdrawn into the inferior vena cava and removed from the patient. Another venous stick was made and another watchman laa closure device was deployed and released in the laa. No patient complications were reported.